Manufacturer narrative:
Product development investigation was completed. The returned instrument was examined and the complaint condition was able to be confirmed as the shaft was found to be broken flush with the cap. The proximal end of the cap shows significant witness marks consistent with impaction, some of which were consistent with off-axis hammer blows. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. Relevant drawings for the returned instrument were examined (both current revision and from the time of manufacture). The following dimensional analysis was completed on the returned device: outer diameter of device shaft adjacent to the fracture was found to be within specification. The complaint condition as unable to be replicated due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number. Device history records review was completed for part# 357.377, lot# 4984966. Manufacturing location: (B)(4), release to warehouse date: sep 07, 2005. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient weight and date of birth are not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had initial surgery on (B)(6) 2017 for treatment of a sub-trochanteric femur fracture. Patient was implanted with one (1) trochanteric fixation nail (tfn), one (1) 11.0mm ti helical blade and one (1) 4.5mm distal locking screw. As the surgeon was using the slide hammer while inserting the helical blade implant with the helical blade coupling screw, the distal knob on the coupling screw broke off intraoperatively, and fell on the operating room floor. Due to the force that the surgeon used to disengage the helical blade implant from the tfn instruments, the aiming arm instrument and the helical blade inserter instrument became warped. Also, the buttress compression nut became stuck inside the blade guide sleeve. The surgeon successfully disengaged all the instruments from the implant, and proceeded with the surgery. No fragments were generated. Surgery was completed successfully with 30-40 minute time delay. Patient is reported in stable condition. (B)(4).